Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and found to be stretched on the proximal side approximately 1mm distally. The pigtail mandrel was removed from the device with no issues. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found multiple hypotube kinks. An examination of the shaft polymer extrusion found a midshaft extrusion break at approximately 1.9cm distal of the hypotube/midshaft bond. Midshaft kinks were noted on the distal side of the midshaft break. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 6x20mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and severely calcified left circumflex artery. After pre-dilatation was performed with a 2.5x12mm balloon catheter, a 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion break.